Event description:
It was reported that the handle of the grip inserter could not be turned properly. Spare product was not there, so the op was continued. No more information will be provided.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
The investigation determined the likely root cause of the event to be damage caused to the device during its years of service which is estimated to be 15 years . There is no indication at this time that the design, materials, or manufacturing of the subject device contributed to the event. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that the handle of the grip inserter could not be turned properly. Spare product was not there, so the op was continued. No more information will be provided.